Event description:
The corail stem was fractured past the midline distally, approx 40mm proximal of the distal tip. The issues he had were mobility issues and hip pain

Manufacturer narrative:
Examination of the returned device confirms the material fracture as reported. Based on previous investigations depuy has identified a subcontractor manufacturing process as a key contributing factor in corail distal stem fractures. CAPA-(B)(4) was raised and corrective actions were implemented to address this mode of failure. Additional corrective actions not indicated at this time. This issue is monitored through post market surveillance reviews as per sep-419 depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.